Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed, and it was noted that there were broken occlude feet. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. The leak was further described as "when they twisted to close the top white part, some water dribbled from the blue spout close to minicaps". The patient was given antibiotic treatment as a precautionary measure. There was no patient injury associated with this event. No additional information is available.